Event description:
A united stated distributor contacted zoll on (B)(6) 2014 to report that a (B)(6) yr old male pt passed away on (B)(6) 2014. The pt was allegedly wearing the lifevest at the time of passing. The pt received a valid treatment, resulting in asystole. The pt was then treated five more times during asystole. All treatments resulted in asystole. Post-shock asystole is a known risk of defibrillation.

Manufacturer narrative:
Device evaluation: device evaluation monitor sn (B)(4) has been completed. As received, monitor was fully functional and able to detect and treat. A treatable arrhythmia (ventricular tachycardia) at 226bpm was first detected and treated by the lifevest at 08:37:02 on (B)(6) 2014. The first treatment converted vt to asystole. Five additional shocks were delivered during asystole. The response buttons were not pressed during the entire event. The lifevest operated according to its specifications. Post-shock asystole is a known risk of defibrillation.